Event description:
The docking station for the dash series of monitors from ge will intermittently drop off the pt care network. This problem leaves the pt unmonitored at a central location. No alarms reporting can occur. Ge's fix is to routinely clean the monitor contacts that connect to the docking station. I feel this is a poor design, a poor solution to the problem, and this design is a pt safety issue. Ge only sent a letter to those that were complaining about the problem. I felt the letter should have alerted everyone.